Event description:
Patient had dementia. Reporter (patient's daughter) explained she witnessed him, at some point, chew a denture cleanser tablet to clean his teeth. She is not sure how often or how long he was using the product that way. She told him not to chew the product. At a later date, the patient died from corrosion in his upper gi tract where he had internal bleeding. The daughter believes this condition was caused by his consumption of the denture cleanser tablets.